Manufacturer narrative:
An event of aortic regurgitation, bradycardia, non-sustained ventricular tachycardia and heart block was reported. Information from the field indicated that a dual chamber pacemaker implantation was performed. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the valve was placed at a depth of 1mm at non-coronary cusp and 2mm at left coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined.

Event description:
Clinical information: (B)(6) - portico india, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The valve was implanted at a depth of 1mm at non-coronary cusp and 2mm at left coronary cusp. After the procedure, an aortic regurgitation (ar) was present. On (B)(6) 2024, patient presented with bradycardia and electrocardiogram( ECG) showed left bundle branch block (lbbb) and external loop recorder (elr) showed high grade atrioventricular (av) block and non-sustained ventricular tachycardia (nsvt). Echo showed adequate left ventricle function and patient admitted for further management. On (B)(6) 2024, a dual chamber pacemaker implantation was done and a 75mg ecosprin - 75mg/od was administered. On (B)(6) 2024, the patient was reported stable and discharged form the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Removed patient codes x1236 (postprocedural event >48hrs heart block), 4444 (heart block) 4450 (aortic valve insufficiency/ regurgitation), 1751 (bradycardia) 2095 (tachycardia) 4607 (hospitalization or prolonged hospitalization) 4641 (unexpected medical intervention, medication required) 4624 (surgical intervention, permanent pacemaker implantation) and added codes 2199 (no health consequences or impact), 4582 (no clinical signs, symptoms or conditions). Removed reported device code 4068 (central regurgitation) and added code 3189 (no apparent adverse event). An event of aortic regurgitation, bradycardia, non-sustained ventricular tachycardia and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the valve was placed at a depth of 1mm at non-coronary cusp and 2mm at left coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not conclusively be determined; however, additional information from the field indicates that the physician believes that the reported event was a pre-existing condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6). Subsequent to the previously filed report, additional information was received this complaint was registered for a study patient where tavi was performed. Initially adverse event(ae) form was completed considering it as an ae but later on after further evaluation by physician it was proved that it was a pre-existing condition. Due to which the ae form was deleted by the hospital. I have attached the system extracted excel report for your reference and justification of deletion has been provided by the hospital.